Manufacturer narrative:
There was no malfunction of the 3gar power chair. This 3gar power chair was manufactured by taylor street manufacturing (invacare - (B)(6) in (B)(6) 2011 making the chair 5 years 4 months in age at the time of the event. There were no previous records located within invacare relating to any previous issues with this chair. Invacare is unaware of the location of the power chair, therefore no return has been issued at this time. Invacare had no prior knowledge of the incident before the receipt of the legal notice. This file will be updated when additional information is received.

Event description:
The end user was traveling on the sidewalk in his 3gar power chair when it became stuck and immobilized at a portion of a street which intersects with railroad tracks. A train collided with the user causing his death.